Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that on (B)(6) 2018, the patient had tried to increase the intensity on group c in order to get effective therapy and their controller displayed the "settings not available" message. It was noted that groups a and b were not providing effective therapy to control their pain, but group c has been effective. The patient has not yet been able to meet with a manufacturer representative (rep). Reps were contacted and informed about the patient's need to meet with a rep for reprogramming. On august 10, 2018, a rep reported they would contact the patient. Additional information was received from a manufacturer representative (rep) on 2018-aug-16 indicating that they met with the patient on (B)(6) 2018. Additional information was received from the manufacturer representative (rep). It was reported that contact 7 had an out of impedance range. The rep programmed around it for good coverage and the alert was no longer present. The settings not available and lack of therapy were resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-sep-26. The rep indicated that the patient¿s weight was unknown and this result was confirmed with the patient. No further complications were reported/are anticipated.